Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown unexpectedly during the load process. There was no impact to the customer's blood glucose level. The customer was able to turn pump back on and resume insulin delivery.